Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient dropped the ilet, resulting in a cracked and unresponsive touchscreen and loss of watertight integrity, rendering the device nonfunctional and requiring replacement. Symptoms included no adverse clinical effects, and the patient¿s blood glucose was 150 mg/dl. Outcomes included no injury, no medical or surgical intervention, and no hospitalization. Investigation included collection of device history and case details, shipment of a replacement device, instructions to shut down the device to prevent alerts, provision of a return label, and guidance to back up and sync data via the mobile app. Investigation of this device revealed a mechanical impact to the display assembly leading to damaged glass and loss of touch input, consistent with user-induced physical damage to the screen component. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical impact.